Event description:
Customer reports, the pt, who has had his voice box removed, cleans mucus from a stoma in his neck with q-tip swabs. While cleaning his stoma at a restaurant restroom, the stick broke and half of the swab fell into his throat. The incident occurred friday, jan 3, 1998. An ambulance was called to the restaurant and paramedics successfully removed the fragment from the pt's throat. No complications or problems resulted.

Manufacturer narrative:
One package of applicators was returned. Visual inspection found no defects. Tip breakage testing was performed on the returned samples and a control group. Break load testing was comparable. Dimensional measurements were similar and none were out of specification. As no lot info was provided, the mfg plant reviewed all lots made in the last three years. There have been no similar complaints. All personnel involved in the investigation feel the probability of this defect occurring is minute and stoma usage is an unusual use of the swab. Co could find no product related reason for the reported problem.